Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with high blood glucose levels and compromised force sensor system alarm. The customer's blood glucose level at the time of incident was 472mg/dl. The customer states they had previously called but were not able to be assisted due to pump being registered under previous owner's name. The customer is worries the pump is not delivering insulin. The customer was advised to have owner call to transfer pump over to customer so troubleshoot could be conducted. No further assistance provided at this time.